Event description:
It was reported that bd q-syte was damaged and leaked. The following information was provided by the initial reporter: on (B)(6) 2025, a patient with liver cancer was bedridden with unstable vital signs and receiving 24-hour infusion. At 16:30, during a ward round, the infusion connector and the patient's back were found to be wet. Upon inspection, the infusion connector was found to be damaged and fluid was seeping from the connector. It was immediately replaced, and no further leakage was observed after replacement.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 4213935. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.